Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient came in today because they were having issues turning stimulation up. Patient was getting out of regulation message (oor). Patient states that they have been on group a as it has been their favorite. However, they wanted to turn stimulation up because they were having increased pain as they has lost 50 pounds and started walking 6 miles a day so they thought that maybe they should increase stimulation. Normally they just leaves it at one setting and don¿t increase or decrease stimulation at all. Patient states when they tried to increase stimulation, they were getting the error code oor. A rep met with patient at the clinic and upon doing an impedance check. It was noted 8,10,11,>40000 (red) contact 13 (orange) >40000. Pt had to be reprogrammed to avoid using damaged contacts. Pt states they will try new programming and see if it compares to previous group a programming. Pt to follow up with doctors office if relief isn¿t comparable. Pt states they dont know how or when the damage may have occurred. Pt states they do move heavy stuff but doesn¿t know when it may have occurred since they always leave it at the same intensity until recently. Cause is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported lead revision due to high impedances/oor. The lead 8-15 which was getting right side coverage was removed and replaced with new lead. Once the new lead was connected to the new battery in impedance check was performed in all contacts were within normal limits. The patient¿s battery was replaced related to eri/medical judgment.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.